Manufacturer narrative:
Harm code of seizure has been updated in this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 40 mg/dl, current was 125 mg/dl and after the glucagon shot blood glucose was 61 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event and auto mode was active. The customer treated low blood glucose with glucagon shot. Customer was neither in emergency room, nor admitted into hospital. Sensor glucose reading show 100 points off. The insulin pump will not be returned for analysis.